Event description:
It was reported that one day post-implant, the lead exhibited a sensing anomaly. Upon an echocardiogram, perforation was observed. On (B)(6) 2014, the lead was successfully repositioned. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.